Manufacturer narrative:
Liebel flarsheim field service engineer verified full operation in accordance to lf checklist 900801-e. Unable to duplicate any errors.

Event description:
Customer reported that a male was injected with approximately 50 to 70 ml of air in 2007, during a CT procedure of the head and neck. The radiologist detected the air injection on the day following of the procedure as a result of observing air in the patient's jugular vein during a review of images taken during the procedure. Customer reported, the patient did not experience any adverse event and went home after the procedure was completed. The manager of the radiology department reported that the air injection was possibly caused by the CT technologist prematurely turning the injector powerhead downward before purging air from the injector and tubing system.